Event description:
Initial information rec'd from a nurse on (B)(6) 2010: it was reported that a female pt who treated with poly-l-lactic acid (sculptra aesthetic, lot # unk, exp date unk) developed lumps at injection sites. Nurse reported that the pt was receiving about 20 vial of poly-l-lactic acid. No concomitant medications or medical history reported. No further information reported.